Manufacturer narrative:
Corrected data: updated section d1, d2, d3, g1, g2, g4. Per reporter serial number is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that the customer was concerned with the accuracy of the epidural pumps with volume and infusion. It was reported the concern was under delivery and that they can be 30 ml off. Per reporter the customer believes it may be user error. No product information or serial number available. No adverse patient effects were reported. No additional information is available at this time.